Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet system after not announcing meals, and the agent advised a food announcement reduction strategy given prior use of less-than meal announcements. At the time of contact, glucose was 120 mg/dl with device alarms indicating glucose falling quickly, low glucose, and urgent low soon, and the user used oral glucose for treatment. Symptoms included hyperglycemia (high of 33mg/ dl), hypoglycemia (low of 56 mg/dl), and tingling in the hands earlier in the day associated with low glucose. Outcomes included transient hyperglycemia and hypoglycemia with device alerts notifying impending low and falling glucose. Investigation included troubleshooting and education on appropriate meal announcement practices and use of fast-acting oral glucose per standard guidance. Investigation of this case revealed user-related use error involving missed or maladapted meal announcements contributing to hypoglycemia risk. It was concluded that the event was related to use of the device with missed or reduced meal announcements rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.